Event description:
It was reported to technical services on 05/09/2011 that this device was removed on (B)(6) 2004 due to infection. No other information is known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).